Event description:
The customer reports the catheter leaked intravenous fluids days after insertion. The catheter was removed and a new one inserted.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer returned one photo showing a two-lumen PICC inside of a bag. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter leaked intravenous fluids days after insertion.the catheter was removed and a new one inserted.